Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. There were no anomalies found. (B)(4).

Event description:
It was reported that during implant all four leads were connected to the device and there was no pacing or sensing, there was no indication of ventricular sensing markers, measurement of threshold was not possible, and all leads had high impedance. All lead measurements were acceptable through the analyzer. The leads were cleaned and reinserted into the device with the same results. The device was removed and replaced and all measurements were acceptable. No patient complications have been reported as a result of this event.